Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 6.7 mg/ml for a total dose of 3.8352 mg/day, fentanyl 2000 mcg/ml for a total dose of 1144.8 mcg/day, and bupivacaine 10.7 mg/ml for a total dose of 6.125 mg/day via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported on (B)(6) 2017 the patient was in clinic reported the pump was no longer helping/loss of efficacy for pump therapy and they wanted to wean it and have it removed. The patient stated oral medications work better than the pump and that once the pump is removed they will go to a different clinic where they will prescribe more opioids. The pump was reprogrammed. On (B)(6) 2017 the patient was in clinic to continue weaning. The patient had no side effects and was requesting faster wean so they can explant the pump sooner. On (B)(6) 2017 the patient was in clinic for the last wean. The patient had no side effects and was ready for explant. On (B)(6) 2017 the pump was explanted/not replaced and the device disposition was returned to manufacturer. The catheter was capped/surgical abandonment on (B)(6) 2017 and remained in the patient. It was later noted that the system initially controlled symptoms, but lost effectiveness. The catheter was explanted/not replaced on (B)(6) 2017. The outcome of the event resolved without sequelae on (B)(6) 2017. The clinical diagnosis was pump therapy loss of efficacy. The patient's weight was 120 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was explanted/not replaced on (B)(6) 2017. The device disposition was disposed of according to biohazard instructions. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the reason for catheter explant on (B)(6) 2017 was for the system initially controlled symptoms, but lost effectiveness. The serial number of the catheter that was explanted was provided. No further complications were reported/anticipated.